Event description:
During attempt to place the third coil within acom aneurysm it was noted that the coil was too long. The physician attempted to retrieve the coil into the microcatheter, but the coil detached prematurely and was partly in the aneurysm and the way down the carotid bifurcation. In order to prevent a thrombosis he implanted a leo stent to fix the end of the coil against the wall of the artery. The stent was implanted a few centimeters above the carotid bifurcation. At first this maneuver appeared to be successful; however, a few minutes later the stent moved up and caused a complete thrombosis of the internal carotid artery. The next step was intra-arterial lysis with tpa and the thrombus was successfully dissolved and the blood flow was recovered. The pt showed signs of a stroke and was transferred to ICU.